Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author/physician who indicated that the thrombosis were not related to the devices. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. . Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 59 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: complexity of scar and ventricular arrhythmias in dilated cardiomyopathy of any etiology: long-term data from the scarfear (cardiovascular magnetic resonance predictors of appropriate implantable cardioverter-defibrillator therapy delivery) registry. Clinical cardiology. 2018; 41(4):494-501. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cardiovascular magnetic resonance predictors of appropriate implantable cardioverter defibrillator (ICD) therapy delivery. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients experienced endoventricular thrombus. The status of the devices is unknown. No further patient complications have been reported as a result of this event.